Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a pacemaker which exhibited a pacing problem. No changes or intervention was reported. The patient was in stable condition.